Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary at the beginning after starting the system. The procedure was completed by restarting the system with the delay of less than 20 mins. The philips remote service engineer(rse) examined system remotely and confirmed that table uncommandedly moved and shook on its own. Review of the log files shows syncnet issues confirming malfunction 'table uncommandedly moved and shook on its own'. Upon troubleshooting, the philips remote service engineer (rse) checked the system logs remotely and found application error: error on movement beamswing. The philips field service engineer (fse) checked the system onsite and found that the c -arc swing motor current calibration was required. To resolve the issue, fse calibrated the c-arc swing motor current. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table uncommandedly moved and shook on its own. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.